Manufacturer narrative:
Device evaluation of battery packs (B)(4) been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was non-functional when placed in a charger and monitor. Upon evaluation, the p4 bus bar pad was loose. The cause of the non-functional battery pack is the loose bus bar. The root cause of the loose bus bar cannot be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.